Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type catheter. For use by user facility/importer(devices only). (B)(4).

Event description:
It was reported that the patient had had spinal meningitis about three years ago. The patient's pump and catheter were explanted about three months after the implant date. The patient's status was unknown as of the date of this report. If additional information becomes available a supplemental report will be sent.